Event description:
It was reported that during a da vinci si surgical procedure the fenestrated bipolar forceps instrument wires were frayed at the distal end. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed. The frayed pitch cable was found at the wrist. No damage was found at the clevis. The frayed segments were in various lengths. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.